Event description:
It was reported that the pt experienced pain at the implantable neurostimulator (ins) site on the left buttock and asked the physician to move it to the left abdomen. The device was moved and the lead revised to the new position. The pt recovered without sequela.